Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The philips biomed connected the monitor to a patient simulator to test device and confirmed that the device did not read the vitals correctly. The biotech ordered a new mp5 to address the issue.

Event description:
Philips received a complaint on the intellivue mp5 indicating that the nibp reading was low. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.